Manufacturer narrative:
No device return anticipated. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification that a patient is pursuing compensation for failed knee implants. The patient had bilateral knee replacement in 2013 using exact-tech logic. Those procedures were performed in new york at the hospital for special surgery. In 2018, he underwent bilateral revision using polyethylene liner.

Event description:
This case is for the right knee revision. Left knee revision is reported under 1038671-2022-00814.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient has bilateral joint replacement, this suggests joint maladies. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s condition.

Event description:
Plaintiff has suffered the following injuries and complications as a result of this exactech device: revision surgery, osteolysis, bone loss, synovitis, effusions, pain, swelling.

Manufacturer narrative:
H3 - approximately 5 years and 4 months after the initial surgery, on (B)(6) 2018, the patient underwent a right knee revision surgery. Because the patient has filed a short form, long form, or preservation letter, it appears that they are alleging prosthesis wear of an exactech polyethylene device. Components were not returned to exactech for evaluation and no images, radiographs, or operative notes were provided. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.